Manufacturer narrative:
Death date: (B)(6) 2017. Event date: (B)(6) 2017. Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented with acute myocardial infarction and was referred for cardiac catheterization. The 100% stenosed, 15mm in length, eccentric, type b2 target lesion containing below 45 degrees bend was located in the mildly tortuous, non-calcified, and 3.0mm in diameter proximal left anterior descending artery. After pre-dilatation was performed, a 3.00x20mm promus element¿ drug-eluting stent was deployed at 14 atmospheres to treat the lesion. The residual stenosis rate was 0%, and timi flow was 3. On the following day, the patient was discharged from the hospital. In (B)(6) 2017, the patient died.